Event description:
It was reported that a user experienced hyperglycemia with a continuous glucose monitor reading high and a confirmatory fingerstick of 333 mg/dl while using a recently replaced ilet pump, with no pump notifications, no dosage stoppage, and tubing delivering drops without kinks, leaks, or air bubbles; the user had eaten a higher carbohydrate meal and was within the ilet learning period, and customer care assisted with an infusion site change. Symptoms included elevated blood glucose. Outcomes included completion of troubleshooting and user education with a plan for follow-up. Investigation included review of pump notifications, tubing function checks, and guided infusion set replacement. Investigation of this case revealed no device alarms or delivery interruption and no observable tubing defects, with hyperglycemia of unclear cause potentially influenced by meal size and early learning adaptation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.